Event description:
It was reported that loss of capture and high impedance were observed. Unipolar capture and impedance were normal. The device was programmed to unipolar pace/sense. The lead will be replaced if the patient is upgraded to an ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.